Event description:
It was reported that pump experienced cartridge alarm 20, and caller also reported cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, who confirmed repeated cartridge alarms and arranged pump replacement, noting pump was out of warranty and that patient was already being sent loaner pump.